Event description:
Boston scientific received information that this right ventricular (rv) lead undersensed ventricular fibrillation (vf) with low amplitude resulting in a delay in therapy delivery for three minutes. Despite the delay, correct therapy was eventually delivered. No adverse patient effects were reported. The lead was surgically abandoned and replaced without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.